Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer by performing a detailed review and analysis of the monitoring center logs for the reported period. The analysis of the logs of the monitoring center over the requested period revealed significant physiological instability of the patient, punctuated by recurrent critical alarms (red level), interspersed with technical artifacts. Three main phases were observed: 1. Critical cardiorespiratory instability (9:20 p.m. ¿ 6:30 a.m.) The night is marked by iterative and concomitant episodes of desaturation (spo2) and decreases in mean arterial pressure (artm < 60 mmhg). These red alarms were the subject of interactions by the nursing staff, as evidenced by the various acquittals recorded (in particular at 9:23 p.m. And 6:15 a.m.). The profile of low arterial hypotension stabilized at the end of the night, around 6:30 a.m. 2.signal disturbance and technical alarms (early morning) after the low pam alarms were stopped, the system recorded a succession of technical alarms for "disconnected sensors". These suggest either patient mobilization (morning care, washing) or a temporary signal defect (repositioning of sensors or cuff/catheter). 3. Recurrence and trend reversal (7:39 a.m. ¿ 11:34 a.m.) The hypotension profile (low map) reappears critically in the early morning (07:39 and 09:04). At the end of the period (11:34 a.m.), a change in clinical kinetics was observed with the triggering of yellow alarms for an average arterial pressure, this time high (hypertension), marking a complete reversal of the hemodynamic trend compared to the night. The rse confirmed through log analysis that the monitoring panel functioned correctly, capturing and relaying alarms in accordance with the set thresholds. Acknowledgment actions confirm that critical events are successfully transmitted to the ui. In the absence of contextual elements on the clinical purpose or on the patient's pathology, these data confirm a night and a morning with a high level of physiological alerts, requiring a close correlation with the patient's medical record for any therapeutic interpretation. To verify the resolution, the customer performed a functional test of the monitoring system. The test was completed successfully, and the system was declared compliant and operating correctly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was an unspecified failure of the device, for which the customer requested analysis of the clinical audit logs. A review of the logs revealed ' significant physiological instability of the patient, punctuated by recurrent critical alarms (red level), interspersed with technical artefacts'. There was no report of actual harm associated with this complaint, nor was there a delay in care for the patient. The device appears to have been working as designed.